Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-08-31. The rep reported that the patient had a blocked ureter from a stone and became septic. The rep reported that the patient remained hospitalized, but the physician said that as long as his blood cultures stay clear, he will keep the system implanted. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that when arriving for a post-operative follow-up appointment, the nurse practioner informed them that the patient had complications and was in the intensive care unit (ICU) with an unknown infection. The rep reported that the device remained implanted. The rep reported that the issue wasn¿t resolved at the time of the report. The rep reported that it was unknown what could have led to the infection. No further complications were reported.